Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tulip of a pedicle screw jumps during assembly with the mating driver. An alternative screw was used to complete the procedure. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned screw was evaluated. There was damage found indicative of the screw being final tightened and then loosened. The final tightening distorts the inner ring on the assembly, and this distortion allows the screw to disassemble once it is unlocked. A review of the manufacturing issues did not identify any issues which would have contributed to this event.